Event description:
Philips received a complaint by the customer on the v60 indicating that proximal pressure sensor out of zero failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit was giving the error "proximal pressure sensor out of zero failed". The customer stated they attempted to replace the data acquisition (da) board but the unit was giving the same error. The rse then advised the customer that if the da board replacement did not resolve the issue then solenoids 3 and 4 should be replaced to resolve the issue. The rse provided the customer with the parts ID for solenoids 3 and 4. The customer ordered and replaced solenoids 3 and 4 to resolve the issue. The customer replaced solenoids 3 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.